Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and replaced with a 5.00mm x 12mm nc emerge balloon catheter which also ruptured during the third inflation at 18 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and patient was in good condition post-procedure.